Manufacturer narrative:
(B)(4). Evaluation summary: during visual inspection no defects were observed. Clear passage and pressure test was performed at 8psi with satisfactory results. No defect was found during functional test. Sample was working within specification. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a clot was observed in a one-link needle-free IV connector. This occurred during a patient infusion. There was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.